Event description:
Caller reported an error with their cgm sensor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the cgm error code was no longer displayed. The caller successfully started their sensor session afterward.